Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device evaluation: all labels were still intact. No physical damaged was found on the device. Reviewing the event log there is no record of an error. There was a record of the high-pressure alarm occurred continuously during operation pump on december 10 and 11, 2022. Performed a functional test. It could not confirm the customer reported issue. The downstream sensor was within specification. As a preventative measure replaced the downstream sensor and re-calibrated the upstream sensor. Product is beyond 10 years from manufacture date of 2012-05 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported during use the pump alarmed an error code frequently. No patient injury. No additional information is available for this complaint.